Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda), worsening mitral regurgitation, tissue damage, prolonged hospitalization and medical intervention it was reported that the initial mitraclip procedure on (B)(6) 2022 was to treat functional mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium. One xtw clip was successfully implanted, reducing mr to 2. On (B)(6) 2022, the patient was readmitted with heart failure and severe shortness of breath. Imaging showed the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), worsening mr to 4+. Additionally, a ruptured chordae was observed on the anterior mitral leaflet. The physician stated that the clip was not initially detached from the aml but only to a primary chordae. The chordae ruptured so the clip detached from the anterior side. The patient was transferred to another hospital. On(B)(6) 2022, the patient underwent a second mitraclip procedure. Two additional clip were implanted, reducing mr to 2. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr), unspecified tissue injury, heart failure and dyspnea appeared to be cascading effects of the slda. Additionally, mr, unspecified tissue injury, heart failure and dyspnea are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.